Manufacturer narrative:
A root cause analysis was performed and testing was executed to support the investigation. Twenty (25) ¿demo¿ units were collected from sales reps and returned to acton, ma for testing. The units were tested per the requirements of design verification and validation (qs01641 rev 7) at 1.528 lives at a distrusted weight profile under this ¿use case¿ (on a pad, similar to how the bow frame was used which resulted in the complaint). After subjected to the life testing part of the test protocol, 100% of the bow frames tested showed some degree of cracking in the same area where the crack occurred similar to the crack documented in the complaint. The root cause was determined to be the design of the product ¿ specifically how the base is constructed and designed as it does not support a safe working load (over the expected life) in this use case (positioned on a pad). A field action (z-0641-2018) was initiated, 1221538-10/09/2017-002(c), and is in progress.

Event description:
During setup for a procedure, with a (B)(6) patient, the bow frame cracked. The patient was not hurt. It snapped simply when they put the patient on the frame.

Manufacturer narrative:
Device received and investigation is underway. A follow-up report will be sent upon investigation completion.

Event description:
During setup for a procedure, with a (B)(6) lb patient, the bow frame cracked. The patient was not hurt. It snapped simply when they put the patient on the frame.